Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for normal eri, the lead was capped and replaced due to externalized conductors. The patient was in stable condition.